Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The exposed portion of the soft cannula was not observed to be bent/kinked, however, a tear in the exposed portion of the soft cannula was found. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was torn, the timing and cause of the damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's glucose reached 24 mmol/l (432 mg/dl) while wearing the pod between 4 and 24 hours on the arm. Upon removal, it was noticed that the cannula was not properly inserted into the skin and was bent. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.